Event description:
It was reported that the device exhibited ventricular over-sensing. It appears to potentially be emi. No intervention was performed. There were no adverse health consequences, the patient was stable.